Manufacturer narrative:
Results: migration endoleak. Dilated aortic neck. Conclusion: dilated aortic neck. Evaluation summary: from the examination of the returned devices, the exact cause of the aneurysm expansion and stent graft migration could not be determined. However, it appears that the reported disease progression likely led to the migration of both the aneurx and talent stent grafts, resulting in the proximal type 1 endoleak and aaa expansion. The aneurx bifurcate aortic body was found angulated 25 degrees, with a kink observed at the mid-body of the bifurcate (rings 3-4). Ten stent ring fatigue fractures and 2 spring abrasion holes were observed on the aortic body; likely caused by the observed angulation. It is possible that the fractures occurred after the stent graft had migrated. Two spring abrasion holes were observed on spring 2 of the aui. It is possible that these holes may have contributed to the aneurysm expansion; however, the holes appeared covered by thrombus, and no endoleak was reported in this area.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm 7 years ago. Vessel morphology at the time of implant was not reported. It was reported that at 34 months post implant stent graft migrated into the aneurysm sac with a presence of a type 1 endoleak leading to aneurysm expansion. A talent aui stent graft was implanted within the left side of the bifurcated stent graft to just below the lowest left renal artery, into the dilated 32 mm proximal aortic neck. A left-to-right-fem-fem bypass procedure was also performed. Aortic neck dilation continued over the next several years, resulting in 8 cm migration of the talent endograft into the aneurysm sac, with a large proximal type 1 endoleak and aneurysm expansion to 6 cm. The proximal aortic neck had enlarged to 35 mm, and the decision was made to convert the patient at open repair (see MFR # 2953200-2008-01219). During the conversion, the entire talent aui was removed intact, and the previously implanted aneurx bifurcated aortic body was transected and removed just below the flow divider. The remaining left aneurx iliac limb was anastomosed to the dacron graft, and the right aneurx iliac limb was oversewn and occluded; the patient was successfully converted. The stent grafts were returned to medtronic and their evaluation has been completed.